Event description:
It was stated that the customer was hospitalized for high glucose levels. The diabetes educator reported a blood glucose reading of 471 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure an self tests. Advised the diabetes educator on having the customer use different infusion sets and inserting in different areas of the body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.